Event description:
Boston scientific received information that this right ventricular (rv) lead and associated pacemaker exhibited pacing inhibition along with loss of capture (loc) with less than 2 seconds of asystole and high out of range pacing impedance of greater than 2,000 ohms. Additional information was unable to be obtained. The device was explanted and will not be returned while the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.